Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the adhesive around the light guide and objective lens of the scope were chipped. The root cause could not be identified. According to the investigation, the cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope adhesive around the light guide and objective lens chipped. There was no patient involvement.